Manufacturer narrative:
Investigation is still ongoing.

Event description:
It was initially reported by implant patient registry through receipt of an implant data card, that approximately 7 months, 26 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant was unknown at the time of report. However, per medical records received, the patient underwent a redo sternotomy with explantation of both the 23mm sapien 3 ultra resilia valve and a 25mm non-edwards surgical valve from the aortic position, followed by replacement with a 25mm inspiris resilia surgical valve. Intraoperative transesophageal echocardiogram was performed prior to explantation, which demonstrated that the 23mm sapien 3 ultra resilia valve with restricted early leaflet mobility and severe prosthetic stenosis. During explantation, the transcatheter aortic valve replacement valve cusp was found to be completely filled with debris, preventing leaflet mobility.